Event description:
Cup loosened after closure and prior to post-op xray. Patient had to be taken back to the or and revised later the same day.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.